Event description:
Additional information received from the corresponding physician/author stated that the ats valve did not cause or contribute to any of the observed adverse events. The physician/author added that the 18 mm non-medtronic gore graft was "soft, therefore it folded and made blood turbulence easy to occur, and the pannus was formed."

Manufacturer narrative:
Updated information: b3 (month and year valid, exact date not provided). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: maeda, t., nagato, h., ishihara, h. (2023). Early re-replacement after mitral valve replacement using the chimney technique in a child: a case report. Cardiology in the young, 33(8), 1442¿1444. Https://doi.org/10.1017/s1047951122004085 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a pediatric patient who underwent mitral valve replacement using the chimney technique. During the surgery, the authors used an 18 mm polytetrafluoroethylene graft and a medtronic 16 mm ats ap 360 mechanical valve. The patient was started on an anticoagulation regimen after hemostasis was achieved. After the surgery, the mean pressure gradient of the mitral valve and tricuspid regurgitation pressure gradient were 7 and 36 mmhg, respectively. However, as recounted in the article, mitral valve stenosis gradually increased three months after implant. The authors noted that although leaflet mobility was intact, subvalvular stenosis was evident on computed tomography. Also, pulmonary hypertension and moderate tricuspid valve regurgitation were observed. Consequently, mitral valve re-replacement was performed one year after the original replacement. The authors wrote, ¿before re-replacement, the mean pressure gradient of the mitral valve and tricuspid regurgitation pressure gradient were 18 and 60 mmhg, respectively, and the pulmonary arterial pressure was 62/30 (45) mmhg.¿ in the account of the re-replacement surgery, it was noted that the ats valve leaflet mobility was intact prior to removal, while the graft was described to be folded inside, with ¿extreme¿ pannus formation seen on the inside of the graft and the native annulus. The pannus was removed, and a 17 mm non-medtronic (abbott/sjm regent) valve was implanted. The authors also performed tricuspid valve repair and initiated the same anticoagulation regimen as with the first replacement. The post-operative course was uneventful. No further information was provided pertaining to the ats valve.